Event description:
It was reported that the implant failed to inflate. Syringe was double checked to be filled with fluid and refilled, green o-ring was replaced despite no signs of the first one being damaged. This did not solve the problem. The same steps were repeated again and again no solution. There was no fluid escaping the syringe visibly. Having exhausted other trouble shooting ideas the nurse opened a second set and the syringe from that set was used. It worked without issue. The implant expanded from 6 to ~8mm in a very tight disc space.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The returned syringe was found to be fully functional upon inspection.conclusion: a plausible root cause could not be identified because no issue was found with the returned device.

Event description:
It was reported that the implant failed to inflate. Syringe was double checked to be filled with fluid and refilled, green o-ring was replaced despite no signs of the first one being damaged. This did not solve the problem. The same steps were repeated again and again no solution. There was no fluid escaping the syringe visibly. Having exhausted other trouble shooting ideas the nurse opened a second set and the syringe from that set was used. It worked without issue. The implant expanded from 6 to ~8mm in a very tight disc space.